Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had driveline power fault that began on (B)(6) 2023 at 22:41 hours. The patient was well with stable pump parameters. There was no visible or palpable damage along the external driveline. An x-ray was taken and was unremarkable. A review of the log files found a driveline power fault associated with an open fuse event on (B)(6) 2023. Motor function was not affected by this event. The patient's system controller and modular cable were exchanged at the request of the physician. Related MFR #: 2916596-2023-00180.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline power fault alarm was confirmed via evaluation of the submitted and downloaded log files, collectively containing information spanning approximately 10 hours (14:15:56 06jan2023 to 0:54:29 (B)(6) 2023 & 8:56:41 to 10:04:40 on (B)(6) 2023 per timestamp). A driveline power fault alarm was observed to activate at 22:41:52 on 06jan2023. This alarm was accompanied by internal controller faults which indicated that the controller¿s fuse a had been damaged. The observed alarm did not impact the ability of the controller to operate the pump, as the pump maintained a speed above the low speed limit while the driveline was connected. During functional testing of the returned modular cable (lot number: 170071), the cable did not pass continuity/resistance testing. Multiple inner wires were found to have increased resistances, particularly when the cable was manipulated by hand. Insulation resistance testing was also performed, and the brown wire (power a) was found to occasionally short to the black wire (ground a). The layers of the cable were then removed one at a time, and the conductors of the black and brown wires were observed to be exposed/touching in an adjacent area. By design, electrical shorting of these wires would result in the controller¿s fuse a becoming damaged, which was true for the controller returned under this event. The root cause of the observed driveline power fault alarm was determined to be related to the damaged wires within the modular cable. The wire jacket was stretched, resulting in a separation from the inner conductors, indicating that the damage may have occurred from the mod cable being twisted or pulled; however, this cannot be conclusively confirmed. The complaint history and device tracking were also reviewed, and there were no indications that a modular cable had been exchanged since the original one was put into use on the implant date of 14june2017. Heartmate iii patient handbook rev. G section 4 entitled "living with the heartmate iii" cautions the user to not twist, kink, or sharply bend the driveline, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the pump to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten. Heartmate iii instructions for use rev. G section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook rev. G section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline power fault alarms. Heartmate iii instructions for use rev. G section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook rev. G section 6 entitled ¿equipment maintenance¿ addresses how to properly care for, maintain, and store all equipment for proper use including the system controller and the modular cable. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the modular cable (lot number: 170071) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.